Manufacturer narrative:
The reporter's strips of lot 409 646-12( were returned for investigation. Test strips of lot 46589112 were not received for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer stated they were taking antibiotics during the affected time frame when the comparison to the lab took place. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. Comparison 1: the meter result was 7.90 inr and the laboratory result was 4.25 inr. Comparison 2: the meter result was 7.80 inr and the laboratory result was 4.20 inr. Comparison 3: the meter result was 7.10 inr and the laboratory result was 4.30 inr. Comparison 4: on (B)(6) 2020, the meter results were 6.6 inr, 6.6 inr, and 7.1 inr. The laboratory result was 4.3 inr. The therapeutic range was 2.5-3.5 inr.

Manufacturer narrative:
One vial of test strip lot 465891-12 containing > 10 test strips was returned for investigation. The test strips and vial showed no defects. The returned strips were measured on reference meters using retention controls. Results (control range = 2.7 - 3.3 inr): qc 1= 3.0 inr. Qc 2= 3.0 inr. Qc 3= 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 have been updated.